Event description:
It was reported, the patient's implantable neurostimulator (ins) was explanted due to sciatic nerve issues that started following implant which could not be resolved.

Manufacturer narrative:
Product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).